Event description:
During baxter's evaluation testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and observed during evaluation. Evaluation found the alarm to be caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.